Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his sensor readings have been inaccurate most of the time. Customer stated the sensor was showing low blood glucose, but his blood glucose was up to 400 mg/dl. Customer stated that he went to the hospitalized and they did upload his insulin pump at the hospital. Nothing further was reported.